Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had plugged the pump in to charge overnight. The following morning, the pump was unresponsive. Reportedly, the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. The customer's blood glucose (bg) level was 400 (mg/dl) and a manual injection was delivered to address bg level.